Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that, after intraocular lens implantation surgery, the patient experienced halos, it was said that was a common occurrence with that lens. Additionally, the patient vision to see close up was severely impaired and cannot read anything in small print without readers and perfect light, also have major concerns with the halos and see around car lights at night. Additional information has been requested, yet no new information received. There are two medical device reports associated with this patient. This is 2 of 2.